Manufacturer narrative:
The country of origin is (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg stat test system results from the cobas 8000 e 602 module analyzer. The initial result was 0.858 miu/ml and the rerun result was 1.09 miu/ml, both results were obtained using an adapter. The rerun results were then 1363 miu/ml and >1500 miu/ml without an adapter. The 1303 miu/ml and 1446 miu/ml results were believed to be correct. The questionable results were reported outside the laboratory. The reagent lot number was 413026 with an expiration date of 31-oct-2020.